Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported via manufacturer representative that the bur quickly broke during the procedure. There was no patient impact.

Manufacturer narrative:
Analysis found that the inner assembly would spin freely by hand. There was no damage to the tip however the suction port was compacted with biological contaminants. When viewed under magnification, there was damage to the hubs that is consistent with improper loading: dimples on the front hub prior to the locking area caused by a misalignment of the handpiece locking mechanism; and deformation of the proximal inner hub chevrons caused by the handpiece drive mechanism. If information is provided in the future, a supplemental report will be issued.